Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient passed out due to a low glucose level and had a diabetic seizure. Right after he passed out, his wife called 911. Paramedics arrived and checked his bg which was 27 mg/dl. The cgm was reading 74 mg/dl. The patient was given a glucagon injection by the paramedics. They were able to stabilize his blood sugar shortly after, and he was not taken to the hospital. At the time of the report the following day he was feeling normal. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.